Manufacturer narrative:
(B)(4). No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) male patient presented with a failed non-medtronic surgical bioprosthetic aortic valve. The patient underwent an intervention in which a medtronic transcatheter bioprosthetic valve (29-mm, serial numbers not provided) was implanted inside the failed surgical valve (¿valve-in-valve¿). During the procedure an angiography indicated a leaflet of the surgical valve had occluded the left main coronary ostium. An electrocardiogram (ECG) indicated pulseless electrical activity and st changes. Extracorporeal membrane oxygenation (ECMO) was initiated for cardiac arrest. The left anterior descending artery was wired and right coronary artery was successfully stented. It was noted that the patient had a very low lying coronary ostia. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.